Manufacturer narrative:
E1/facility name: (B)(6) hospital. E1/address:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had insufficient brightness. There were no reports of patient harm.

Event description:
The issue was found during the beginning of a therapeutic cholecystectomy procedure. The intended procedure was completed. There were no reports of delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: something was sticking to the lens. A root cause could not be identified. Based on the results of the investigation, the cause of the suggested event was likely due to an unspecified object that was sticking to the lens. After cleaning the objective lens window, the image became normal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.